Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that power and flow elevations were observed. Manufacturer's technical service representative reviewed the log file and observed 2 pump stops on (B)(6) 2019 at 2:57 am and 12:39 pm. Since patient was implanted with the pump recently ((B)(6) 2019), a drive line damage was not suspected by the technical service representative. A CT angiogram, echo ramp study were performed to rule out thrombosis. The results of the tests were negative for thrombosis. Patient had no alarms since admission. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the pump stops, low-speed events, and elevations in power and flow, which could be consistent with potential ingestion events, a direct correlation between heartmate ii lvas, serial number vad-20978, and the suspected thrombus could not be conclusively established through this evaluation. The account communicated that the patient experienced high power, high flow, and multiple pi events. The account submitted log files for review. On(B)(6)2019 at 2:57 am, 4:03 am, and 12:39 pm, the submitted log file captured pump stop events, as well as, low-speed events. Also, analysis of the submitted log files revealed transient power elevations up to 12.9 watts recorded throughout the log file between 28nov2019 and 01dec2019. Most of these elevations appeared to be associated with pi events. Although a specific cause for the events captured in the submitted log files could not be conclusively determined through this evaluation, based on previous complaint experience, the log file data appeared consistent with some material, such as a thrombus, being ingested into the pump. The patient remains ongoing on vad-20978 and no additional complaints have been reported at this time. Multiple attempts for additional information were made and no further detail was provided. The hmii lvas IFU lists peripheral thromboembolic events and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Finally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. Additionally, these documents outline all system controller alarms, including low speeds, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.